Event description:
It was reported, to medtronic minimed. That the customer, experienced hyperglycemia. Which did not require treatment. Troubleshooting was performed. And later, it was declined. As the call disconnected. It was unknown, whether the issue was resolved or not. The customer reported, a blood glucose value of 400 mg/dl. The customer reported, the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7811na. The customer reported, a loss of communication between the transmitter and the pump. The customer confirmed, transmitter serial number was programmed to pump. Led light blinked when connected to the sensor. No further patient complications were reported. No product return was required for mmt-7811na.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.